Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap was gritty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, there was a battery compartment leak. There was evidence of moisture corrosion in the battery compartment and on the battery cap. Due to internal moisture damage, the pump was unresponsive and unable to power up. The battery compartment was found to be cracked. The battery compartment was stripped and due to the stripped battery compartment, the battery cap was hard to remove. There was rust found on the battery cap and a test cap was used. The test cap was unable to tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.